Manufacturer narrative:
Concomitant medical products: w1tr03 crt-p implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the his bundle pacing lead exhibited over-sensing of right atrial activity causing inhibition of pacing. The his bundle pacing lead was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.